Event description:
This is a spontaneous case report received via regulatory authority in (B)(6) on (B)(6) 2016 from a (B)(6) year-old female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011, and forwarded to bayer on 04-aug-2016. On the insertion day, it was reported nausea after placement (nauseous), vomiting after placement, feverish after placement, device insertion complication, and dizzy at device insertion. After that, in an unspecified date the consumer experienced increase or heavy blood loss during menstruation, irregular bleeding or breakthrough bleeding, pelvis / hips pain, leg pain, abdomen pain, lower back pain, groin pain, arthralgia, increase/decrease of weight, loss of libido, weakness (asthenia), menopause complaints, excessive sweating, stiffness, pressure in lower abdomen and fever attacks. Consumer reported problems with movements, work-related problems, problems with daily tasks and relation and/or family problems. Blood test was performed, result after test included chronic pain syndrome and fibromyalgia. Unspecified medication was given as treatment, consumer underwent to physiotherapy and rehabilitation program for people with chronic pain. Also it was planned essure removal that occurred on (B)(6) 2016. Company causality comment: this spontaneous case report received via regulatory authority refers to a (B)(6) year-old female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvis / hips pain. Essure implants were removed. Pelvis pain is listed in the reference safety information for essure. Pelvic, abdominal, groin, back pain of varying intensity and length of time may occur and persist following essure placement. Even though chronic pain syndrome and fibromyalgia reported by consumer could alternatively explain the event's occurrence, considering the nature of event, a causal relationship between pelvis pain and essure cannot be excluded. Since an intervention was required to remove the devices, this case is regarded as incident. Other non-serious events were reported. Technical analysis has been requested.

Manufacturer narrative:
Follow-up received on 19-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-sep-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1573 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report received via regulatory authority refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvis / hips pain. Essure implants were removed. Pelvis pain is listed in the reference safety information for essure. Pelvic, abdominal, groin, back pain of varying intensity and length of time may occur and persist following essure placement. Even though chronic pain syndrome and fibromyalgia reported by consumer could alternatively explain the event's occurrence, considering the nature of event, a causal relationship between pelvis pain and essure cannot be excluded. Since an intervention was required to remove the devices, this case is regarded as incident. Other non-serious events were reported. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information cannot be obtained.